Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. A broken piece was missing as a result of breakage. The size of the missing piece is approximately 7.96mm in size. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
It was reported that during a da vinci assisted surgical, the permanent cautery spatula instrument was observed to have a broken piece missing at the distal tip. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all fragments were confirmed retrieved by visualization. The procedure was completed with a new instrument. No additional surgery or post-operative imaging was required. Furthermore, the patient has not returned with complications.